Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s insulin pump was reading 500 mg/dl and their meter reading was over 150 mg/dl. Customer mentioned it was the meter of insulin pump that showing 500 mg/dl. Based on meter reading, customer reported insulin pump was under delivering, but the insulin pump passed self-test, displacement test and high-pressure test. The auto mode feature was active at the time of incidence. The insulin pump will not be returned for analysis.